Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure when the right ventricular (rv) lead was connected to the implantable pulse generator (ipg), the rv lead had intermittent failure to pace. Interrogation of the lead showed high thresholds and confirmed intermittent failure to pace. The lead was explanted and tissue was seen on the tip of the lead. The rv lead was replaced. No patient complications have been reported as a result of this event.